Manufacturer narrative:
An internal investigation was preformed following the notification of a false positive cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-p653 test kit (ref. 421858, lot 8031052403). A review of complaints associated with the vitek® 2 ast-p653 lot 8031052403did not identify a trend for this card lot. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. No investigational testing could be performed. The vitek® 20 ast-p634 lot 8031052403 met final qc release criteria. The lot passed qc performance testing for the cefoxitin screen.see section h10.

Event description:
A customer in (B)(6) notified biomérieux of false positive cefoxitin screen results for staphylococcus aureus in association with the vitek® 2 ast-p653 test kit (ref 421858, lot 8031052403). Disk diffusion testing was completed as an alternative method and obtained susceptible results for cefoxitin. Vitek® 2: cefoxitin screen = positive (resistant). Disk diffusion: cefoxitin = susceptible. There is no indication or report from the laboratory that the false positive result led to any adverse event related to the patient's state of health. An internal biomérieux investigation will be initiated.